Event description:
It was reported that the user experienced a blood glucose of 300 mg/dl while using the ilet with an inset infusion set and, believing the pump was not delivering insulin despite no occlusion or dosing alerts and no observable set or tubing issues, disconnected and transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administration and were characterized as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.